Event description:
During an in-clinic follow-up, episodes of increased capture threshold was observed on the right ventricular (rv) lead. The capture threshold had stabilized. No intervention has been performed. The patient was stable and will continue to be monitored